Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with an unknown size unknown saline implants textured and experienced left side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 26, 2021, mentor became aware that the date of surgery is (B)(6) 2021. Hence, following fields have been updated on this form: fields d6b for explantation date is (B)(6) 2021. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline breast implant had parallel lines of shell wear on the anterior and posterior aspects. Additionally, a tear measuring approximately 0.5 cm was found within the shell wear on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 6, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Two devices were received with right device showing instrumental damage causing deflation. The patient underwent bilateral explantation and replacement with catalog number 3505004bc; serial number (B)(6) on the right side and with catalog number 3505004bc; serial number (B)(6) on the left side on april 9, 2021. This supplemental medwatch report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).